Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: during investigation, the black box shows multiple ¿cs145¿ occlusion alarms occurring due high force. Battery compartment and cap are undamaged and able to fit..the¿ez-prime¿ steps were performed correctly, no ¿cs145¿ alarm or any eaw occurred during the investigation. Unable to duplicate ¿occlusion¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were occlusion alarms. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.